Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead was suspected to be fractured. The lead was replaced. The patient reported being "mentally stressed" and afraid of having more inappropriate shocks. No further patient complications have been reported as a result of this event.